Event description:
It was reported that before a lap hepatectomy, the device was not activated and the actuation sound was not heard at all. Although the generator was replaced twice, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition. The device was connected to the generator for functional testing and the device was recognized. An attempt was made to activate using the activation button and the instrument did not respond. However, it did activate with footswitch. The device was disassembled and the hand activation button was misaligned. This resulted in the inability to energize the instrument using the hand activation button. No conclusion could be reached as to what caused this issue.